Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor was selected for implant using a large flexnav delivery system. The patient has a baseline rhythm of right bundle branch block (rbbb) and this was present prior to the implant procedure. There were rbbb changes during pre-bav. There were no implant complications/difficulties reported. Post-implant of the navitor valve, the patient experienced intermittent complete heart block and a permanent pacemaker was implanted the same day. The patient was reported to be in stable condition. Of note, the patient had access site complications prior to insertion of the flexnav delivery system and pre-bav that led to cut-down femoral repair post-procedure.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.